Manufacturer narrative:
Upon review of an internal investigation regarding the aforementioned particles on the implant, it was determined that there is no patient risk. Therefore, this does not meet the definition of a reportable malfunction. This report, 1818910-2016-31067, is being rejected. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
When the surgical tech was mounting the left stabilizing femoral component on the inserter handle, she noticed a white reside on the sides of a condyle. It appeared to be slightly elastic like a glue. It was wiped off and the product was implanted.